Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown. Customer's recent blood glucose was 204 mg/dl. Customer stated the insulin pump had scratches on the screen. Customer stated he had difficulty reading the information on the screen. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, minor scratched lcd window and reservoir tube window.